Event description:
It was reported that prior to a device change out procedure on (B)(6) 2023, high pacing lead impedance was observed on the right ventricular (rv) lead. The rv lead was capped, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.